Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (legal manufacturer received and inspected the device). Based on the results of the investigation and the detailed inspection of the inside of the device after disassembly, detected a kink/tear on the image sensor cable near the boot of the control section. It is likely that this had damaged the image signal cable in the cable to be disconnected. The cause of disconnection is unspecified, but external stress to the universal cord such as strong bending and twisting led to stress to the embedded cable, leading to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of no image was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. However, a root cause could not be identified. The instruction manual states the inspection method associated with the event in "instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope had exhibited no image. The issue occurred during preparation for use for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.